Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in pt use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.